Event description:
The reason for call was patient reported they were having issues with their controller and the issue began today. Patient stated they needed to turn their stimulator off for an appointment and the patient was having a problem connecting to the generator. Patient did not provide event date. Patient also noted the power was going fast and it was almost fully charged and there were no updates. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).